Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported their ins quit working a while ago because they had a bad fall january of this year. Pt said they saw a manufacturer representative (rep) to reprogram their ins and they were told 2 of their leads were broken. Pt said they currently don't have a managing doctor who can replace their broken leads and they would like to find one locally. Agent will send list of doctors to the pt e-mail.

Manufacturer narrative:
Continuation of d10: product ID 977a275 lot# serial# (B)(6) implanted: (B)(6) 2022 explanted: product type lead product ID 977a275 lot# serial# (B)(6) implanted: (B)(6) 2022 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(6), ubd: 26-jul-2026, UDI#: (B)(4) ; product ID: 977a275, serial/lot #: (B)(6), ubd: 13-apr-2026, UDI#: (B)(4)medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.